Event description:
Approx two years after percutaneous coronary intervention, restenosis was found within the cypher stent.

Manufacturer narrative:
As reported by the study, during a staged procedure, percutaneous coronary intervention was conducted to treat a lesion in the proximal left anterior descending artery (lad). A 3.0x 33mm cypher stent was deployed at unk inflation pressure. Additional details regarding the lesion and the procedure are not available. However, due to the previous procedure, the pt's medications included aspirin 81 mg/day. Almost 2 yrs later, follow-up coronary angiography was conducted and 75% restenosis was observed in the mid to proximal lad. Approx 2 weeks later, pci was conducted to treat the restenosis. To treat the restenosis at the distal edge of the cypher implanted at the mid the proximal lad, a cutting balloon was conducted at 8 atmospheres (atm). While doing the cutting balloon, a vessel dissection occurred. Therefore, a 3.0x12mm taxus stent was deployed at 12 atm to treat it. The residual diameter stenosis measured 2.04%. At the same time, ivus was conducted at the previously treated rca. Intimal proliferation was confirmed at some areas, but there was no restenosis observed. Therefore, there was no treatment conducted and the pt would be continuing to be followed up. The physician commented that the probable cause of this event could be due to the fact that the pt could easily have cardiac stenosis due to hypertension. Please note this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information regarding this event including the procedure, lesion and vessel characteristics, are not available. A previous restenosis event for the product implanted during the first part of the staged procedure was previously reported under manufacturing number 9616099-2006-00593. Therefore, the two reports associated with this pt were submitted under mfg numbers 9616099-2006-00593. The clinical impression has been amended to reflect new or corrected information. A female with a history of hypertension and cerebrovascular disease experienced recurrent restenosis post cypher stent implantations. Initially, the pt was admitted with unstable angina and underwent an elective angiogram that revealed lesions in her proximal, mid distal rca and proximal lad. This pt's advanced age, history and presentation put her at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included asa, ticlid and heparin. The performance or recording of acts was not reported. The proximal rca lesion was described as de novo, type b1, 59.1% occluded, 4.43mm in diameter, 5.37mm in length, eccentric, discrete, non-tortuous, un-calcified and located in an ostium. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 3.00x 28mm cypher stent at a maximum inflation pressure of 20 atm. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent and the rated burst pressure should not be exceeded in order to prevent intimal damage or vessel dissection. A residual stenosis of 19.5% was reported despite post-dilation. According to the IFU, the use of the cypher stent is contraindicated in pts judged to have lesions that prevent the complete inflation of an angioplasty balloon. The mid rca was described as de novo, type c, 63.5% occluded, 35.43mm in length, eccentric, diffusely diseased, non-tortuous and un-calcified and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known, if the lesion was pre-dilated prior to the placement of a 3.00 x 33mm cypher stent at a maximum inflation pressure of 20 atm. A residual stenosis of 21.5% was reported despite post-dilation. According to the IFU, lesions required the use of multiple stents should be treated from their distal to their proximal aspect in order to prevent stent displacement of disruption to the stent's geometry. The distal rca lesion was described as de novo, type c, 83.4% occluded, 22.4mm in length, eccentric, diffusely diseased, non-tortuous, un-calcified and located in a bifurcation. The lesion was pre-dilated prior to the placement of a 3.00 x 33mm cypher stent at a max inflation pressure of 20 atm. A residual stenosis of 15.5% was reported despite post-dilation. These three cypher stents were not placed in overlapping fashion and were reported to have gaps between them. According to the IFU, the use of three or more cypher stents has not been clinically studied and full coverage of the entire lesion should be ensured in order to prevent gaps between the stents. Treatment of the proximal lad lesion appears to have been deferred to a later date. The pt was discharged on medications that included asa and ticlid. Five weeks after the index procedure, the pt returned for a planned staged procedure of the proximal lad. It is assumed that the pt received both asa and ticlid pre procedure. The administration of heparin or gpiibiiia and the performance or recording of acts was not provided. No vessel and/or lesion characteristics were provided. It is not known, if this lesion was pre-dilated prior to the placement of a 300 x 33mm cypher stent at an unk max inflation pressure. The post procedural administration of asa or plavix was not reported. Nine months after the index procedure, the pt underwent a repeat angiogram that revealed a 75% focal restenosis at the proximal edge of the 3.00 x 28mm cypher stent implanted in the proximal rca. The pt returned to the cath lab, three weeks later and this was treated with cutting balloon and ptca for a residual stenosis of 20%. The pt was later discharged in stable condition. One yr after the index procedure, the pt's ticlid was discontinued. This appears to have been a planned event. Twenty-five months after the index procedure, the pt underwent a repeat angiogram that revealed a 75% restenosis of the proximal to mid lad that is presumed to have involved the 3.00 x 33mm cypher that had been implanted in the proximal lad during the second half of the staged procedure. The pt returned to the cath lab two weeks later and this was treated with cutting balloon. During this procedure, a vessel dissection occurred and was treated with the placement of a non-cordis des for a residual stenosis of 2.04%. During this intervention, the rca stents were also visualized and were noted to be free of restenosis. The pt was discharged from the cath lab on medications that included asa and ticlid. The products remain implanted in the pt and are thus not available for evaluation. DHR reviews of the involved lot numbers revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. According to the pt's physician, the probable causes of the restenosis included heavy neo-intimal hyperplasia and the pt's predisposition to restenosis related to her history of hypertension. There are pt vessel, procedural and possible pharmacological factors that may have contributed to this event.